Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11. Corrected field - h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. (B)(6), a transport rn, called requesting assistance for a fo sensor failure alarm. He stated he was currently at the patient¿s bedside and had removed the fo cable from the pump to ¿organize the lines¿ prior to transport. He reported he had plugged the fo cable back in the pump and received the fo sensor failure alarm. Esp team recommended removing the fo cable from the pump and reinserting ensuring the arrows of the fo cable and pump aligned. (B)(6) followed the instructions provided, and attempted multiple times, which did not resolve the alarm. Esp team recommended switching to the transducer as the ap source. He followed the instructions and successfully switched to the transducer as the ap source. He reported all waveforms and blood pressure indices were appropriate. No harm or injury to the patient was reported.